Manufacturer narrative:
As received, a complete lead was returned measuring 64.8 cm. For the reported event of loss of capture during initial implant. Visual and x-ray examination found the helix was retracted and clogged with blood/tissue, as well as the inner coil over-torqued due to procedural damage. No other anomalies were found. No conductor fractures or internal shorts were noted. The reported event was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implant. The right ventricular lead did not capture during parameter check. Another lead was implanted instead. The patient was stable.